Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, suffered right breast implant rupture, right breast implant mild bottoming out, and left breast implant lateral deviation, post-procedure. The leak was diagnosed via MRI. As a result, the patient underwent bilateral removal and bilateral replacement with two non-mentor gel implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.